Event description:
The device was returned with downstream air sensor failure in logs. A mock infusion was performed without error. An internal investigation was performed and it was discovered that the glue of the ipc midway connection had dripped onto and bonded the set ID flex cable and the midway connection together, causing some damage to the dlex cable in the process. The customer reported complaint was confirmed.

Event description:
The following has been reported: biomed reported: pumps are having " pump problem", no report of patient harm or stopped infusions. Pumps have been cleaned and power cycled, still have error alarms. Evaluation is needed. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor) an active infusion did not stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.